Event description:
The rptr indicated that the device was last programmed to 70 ppm on 10/16/98. The pt then traveled to nova scotia where he began feeling ill (on a shopping mall escalator). When he returned home, he still was not feeling well, thus he went to the emergency room. His pulse was found to be at 120 bpm. An inquire was done and concluded that the device was programmed to 120 ppm; all other parameters were normal. The device was reprogrammed to 70 ppm and the pt was discharged.